Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2020-aug-01 from a foreign healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (965.5mcg/ml at 650.99729 mcg/day) and clonidine (41.4mcg/ml at 27.91433 mcg/day) via an implanted infusion pump. It was reported that the patient called because there was a problem of communication between the pump and the patient programmer. The patient could not do a bolus and was afraid to do a drug withdrawal, and with the doctor found an alternative solution with "oxynorm" and had difficulty to find it so late in the night. The patient came on (B)(6) 2020 to show the pump which showed that the pump was not on plane and the pump was manually placed correctly. Everything looked fine and the patient could do a bolus again, and was sent home. The patient was to be seen again on (B)(6) 2020 for the refill. The scar was calm but there were some liquids on the pump due to the change of the pump. The patient arrived at the hospital on (B)(6) 2020 with agitation and a lot of pain in their leg and because it seemed that the patient had a withdrawal symptom of missing drug, they were in intensive care. On (B)(6) 2020 a contrast injection was done on the side port to check the integrity and permeability of the catheter which showed fine. The pump was empty and was refilled, but it wasn't enough on (B)(6) 2020 and the pump was checked via intervention in the operating room. It was seen that the pump had twisted several times and made an occlusion of the drug. The pump was repositioned and after that the patient felt better. On (B)(6) 2020 the patient went home. The device diagnoses included pump inversion and catheter kink. The etiology indicated the event was related to the device or therapy and was possibly related to the implant procedure. The catheter kink resolved without sequelae on (B)(6) 2020 and the pump inversion resolved without sequelae on (B)(6) 2020. No further complications were reported or anticipated.

Event description:
Additional information was received from a foreign hcp via a clinical study on 2020-aug-05. The device serial numbers and implant dates were provided.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0205827701, implanted: (B)(6) 2012, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.